Event description:
Additional information received reported that when the patient returned to the clinic, there was no mention of the event. The clinical note stated that the patient was ¿doing well¿ and that something else could have been seen on x-rays. The patient outcome was stated as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase in spasticity and a failed response to increase in intrathecal baclofen therapy. An x-ray was performed on (B)(6) 2012 which revealed a possible break in the lumbar portion of the catheter. No intervention had taken place as of the date of the report. The event was reported as ongoing. The device system was used to deliver baclofen 2000mcg/ml. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).